Manufacturer narrative:
An event of valve migration and moderate to severe aortic regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 27 february 2023, a 25mm portico valve was chosen for implant using a small flexnav delivery system. Pre-procedural imaging was performed and showed a severely calcified aortic valve annulus. A balloon aortic valvuloplasty was performed using a 22mm balloon catheter. The valve was then positioned at 8mm below the non-coronary cusp and 9mm below the left coronary cusp. After the valve was first attempted to deploy, the valve was functioning normally. After the final deployment, the valve tilted clockwise, causing the left coronary cusp side of the valve to move further down to the left ventricular outflow tract (lvot) at 12 to 14mm below the left coronary cusp. The aortogram indicated moderate to severe aortic regurgitation. A post balloon valvuloplasty was performed with a 22mm balloon but failed to mitigate the leak. A second 25mm portico valve was implanted successfully in a valve in valve procedure. The final evaluation showed good hemodynamic results with no trans-aortic valve gradient or trace regurgitation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that the perimeter of the annulus was determined to be 24.0mm, the area of the device was determined to be 23.6mm, and the supra-annular perimeter was determined to be 22mm. It was noted that the patient had a horizontal diameter as the aortic angulation was measured to be 53 degrees. There was no reported tension in the delivery system at the time of deployment. After the valve migrated, it remained in the aortic annulus and did not block any coronary arteries. The second valve was implanted in a non-emergent procedure to minimize the regurgitation. .

Event description:
It was reported that on (B)(6) 2023, a 25mm portico valve was chosen for implant using a small flexnav delivery system. Pre-procedural imaging was performed and showed a severely calcified aortic valve annulus. A balloon aortic valvuloplasty was performed using a 22mm balloon catheter. The valve was then positioned at 8mm below the non-coronary cusp and 9mm below the left coronary cusp. After the valve was first attempted to deploy, the valve was functioning normally. After the final deployment, the valve tilted clockwise, causing the left coronary cusp side of the valve to move further down to the left ventricular outflow tract (lvot) at 12 to 14mm below the left coronary cusp. The aortogram indicated moderate to severe aortic regurgitation. A post balloon valvuloplasty was performed with a 22mm balloon but failed to mitigate the leak. A second 25mm portico valve was implanted successfully in a valve in valve procedure. The final evaluation showed good hemodynamic results with no trans-aortic valve gradient or trace regurgitation. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.